Event description:
Reportedly device powered off approximately 5 seconds after a shock advised prompt. An als crew arrived on scene and used a manual defibrillator to resuscitate the patient. The reporter indicated the patient was not adversely affected, due to use of the manual defibrillator.